Manufacturer narrative:
(B)(4). Evaluation results: patient¿s condition predisposed event (target lesion exhibited 100% stenosis. Residual stenosis remained following stent implant). Inherent risk of procedure (stent thrombosis). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (target lesion exhibited 100% stenosis. Residual stenosis remained following stent implant). Known inherent risk of procedure (stent thrombosis). Unable to confirm complaint assigned as device or procedural images not provided for review. No results available since no evaluation performed assigned as device or procedural images not provided for review.

Event description:
During the index procedure, the physician implanted an integrity bare metal stent to a calcified lesion in the lad with 100% stenosis and tortuosity. The integrity stent was expanded and appressed on the vessel wall in good condition. However, stenosis remained distal to the stent where the integrity stent could not be advanced to. Approximately 3 days later patient had a stent thrombosis which was treated with ballooning and stenting. The physician assessed that there was no relationship between the event and the device. No other clinical sequelae were reported.